Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter and a medical device entrapment with excessive manipulation required issue was observed. During the procedure, the qdot micro catheter was noticed to be stuck in the mitral valve apparatus while it was in the body. They tried to remove the catheter without resolution. The cardiac surgeon manipulated the catheter and was able to remove it from the body. The distal tip of the catheter was then noticed to be bent. The catheter was noticed to be damaged after it was removed from the body. There was a gap on the distal tip of the catheter. The procedure was aborted. There was no injury to the patient. It was unknown how the catheter got stuck in the valve apparatus. It was unknown if the catheter was damaged before the procedure. The qdot catheter and a webster cs easy steer catheter were used during the procedure. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The distal tip bent issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The medical device entrapment with excessive manipulation required was assessed as MDR reportable. The procedure aborted issue was assessed as non MDR reportable as a patient event non-serious. No medical or surgical intervention was required. No indication that the event was life threatening. The event did not result in permanent impairment of a body function or permanent damage to a body structure and there was no report of prolonged hospitalization.

Manufacturer narrative:
It was reported that a patient underwent a left idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter. During the procedure, the qdot micro catheter was noticed to be stuck in the mitral valve apparatus while it was in the body. They tried to remove the catheter without resolution. The cardiac surgeon manipulated the catheter and was able to remove it from the body. The distal tip of the catheter was then noticed to be bent. The catheter was noticed to be damaged after it was removed from the body. There was a gap on the distal tip of the catheter. The procedure was aborted. There was no injury to the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 04-sep-2025 observed the pebax of the catheter had stress marks, some holes and reddish material inside. The bwi product analysis lab became aware of the pebax of the catheter had some holes on 4-sep-2025 and have also assessed this returned condition as reportable. The device evaluation details. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and dimensional test were performed following j&j medtech procedures. Visual analysis revealed that the pebax of the catheter had stress marks, some holes and reddish material inside. A dimensional test was performed and the measures were found within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The damages observed in the tip area could be related to the medical device entrapment and bent tip issues reported by the customer, the complaint was confirmed. The potential cause of the damage in the pebax could be related to the manipulation of the device during the procedure. The stress marks observed suggest that excessive force was applied to the device. The instruction for use (IFU) contains the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).